Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch number unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Since there was bleeding: how much blood did the patient lost? Was a transfusion required? Has this any impact on the patient, the surgery or the healing process?

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after two successful firing with the green cartridges on the device, the third firing with a blue cartridge didn't place any clips (but the tissue was cut), leaving the stomach open and bleeding. A new blue reload was used and sutures to close the opening, and the surgery was successfully completed with three more blue reloads on the same instrument.

Manufacturer narrative:
(B)(4). Additional information requested and received: since there was bleeding: how much blood did the patient lost? Was a transfusion required? No transfusion was required. The patient lost approximately 100-150 ml. Has this any impact on the patient, the surgery or the healing process? No impact to the patient or the healing process. The patient has recovered fully.